Manufacturer narrative:
A device history record (DHR) review for each of the component lots was conducted. According to the DHR review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. No further anomalies were identified. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on DHR reviews. A complaint lot history examination indicates there were four other complaints for the reported issue. Two samples were returned for evaluation. Sample a: the sample was visually inspected and the needle was found to be bent approximately 5 degrees. Aspiration and actuation testing were performed and found to be conforming. Cut testing was performed and found to be nonconforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to wear visual standards. Sample b: the sample was visually inspected and the needle was found to be bent approximately 15 degrees. Aspiration testing was performed and found to be conforming. Actuation testing was performed and found to be nonconforming (no cutter movement). Cut testing could not be performed due to no cutter movement. The probe was disassembled and the components inspected. There was significant resistance felt while removing the inner cutter from the bent needle. There is 10 - 15 minutes of wear on the inner cutter when compared to wear visual standards. The inner cutter is bent. There are gouge marks at the bend area. The probe was retested for actuation without a needle and there was movement of the inner cutter. This confirms the engine assembly is properly functioning and that the bent needle is the cause of the initial test failure. Root cause: sample a: the complaint evaluation confirms poor cutting of the probe. Possible root causes for the cut failures are the excessive wear on the inner cutter cutting edges and a bent needle. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It¿s possible that the 30 minutes of use caused the cut quality to degrade. In addition, a bent needle will cause interference between the inner cutter and outer needle and the probe will stop working. Sample b: the complaint evaluation confirms no actuation of the probe; therefore, it could not cut. The root cause for the probe not actuating was due to the bent needle condition. How or when the needle became bent cannot be determined. It appears the mostly likely reason for the failure was from the needle becoming bent from handling during the probe use. A bent needle will cause interference between the inner cutter and outer needle and the probe will stop working. Because the exact root cause for the bent needles is unknown, specific action with regards to this complaint cannot be taken. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. A bent needle would be detected during this testing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. A trend investigation for events of probes which would not cut was initiated to determine if there are any actions that can be taken to reduce the frequency of the event trend. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the probe occurred. The conditions of aspiration and actuation are unknown. The surgery was completed after replacing the probe with another one. There was no patient harm. Additional information and product sample have been requested.